Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a different patient regarding other patients who were implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that other people were having the same problem. The problem reported was that the device was not working properly and it was "malfunctioning". It caused the need for physical therapy and steroid injections in the patient's back and "all kinds of problems" including back problems and muscle spasms. Then the patients ended up with diabetes type 2 of sudden onset and they thought it was because of all the steroid injections and because of all the pain management/physical therapy. They went through pain and suffering with physical therapy/pain management and stated they got a lot of steroid shots that focused on branch block shots and si joint injections and stated this would help temporarily and then issue would come back so the patient would get another shot. After removing the device, the patient no longer had the back problem or muscle spasms. The ins would also "act up". The implant just "wasn't right". The patient would be sitting and feeling and electric shocks in their great toe. The patient had 8 foot surgeries and they did a nerve conduction study on their great toe and they "kept telling them" that it is the device that was causing their great toe to hurt and no one believed them. After device removal, they don't have electric shock in their great toe anymore.